Event description:
Transferring resident with full body lift. Resident lurched forward, falling out of the sling onto their right side. Resident suffered a depressed skull fracture as a result of the fall.